Event description:
It was reported that impedances readings were > 2000 ohms on case and 1 electrode with current <7. All other impedance readings were within normal range. The pt's device was reprogrammed case +, 2-. The therapy was working well for pt's symptoms and stimulations were not affected by a potentially open circuit because electrodes were not in use. Please see MFR. Report # 3004209178200907905.

Manufacturer narrative:
(B) (4).